Event description:
A user facility biomedical technician (bmt) reported they could not calibrate the dialysate pressure transducer as there was a window missing in the calibration. The original issue reported was the venous pressure transducer was filling with blood. The bmt was advised to perform a long power down and the bmt was able to get the correct screen in dialysate pressure transducer calibration. The bmt was advised there was a leak in the level detector module that caused the venous transducer to fill with blood. Upon follow-up, the bmt confirmed the reported event and stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on any components of the machine prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. Upon evaluation of the machine, the bmt found damage on the internal transducer. The bmt replaced the internal transducer, and the machine passed testing and was placed back in service. The bmt stated replaced internal transducer was original to the machine. The damaged internal transducer was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported they could not calibrate the dialysate pressure transducer as there was a window missing in the calibration. The original issue reported was the venous pressure transducer was filling with blood. The bmt was advised to perform a long power down and the bmt was able to get the correct screen in dialysate pressure transducer calibration. The bmt was advised there was a leak in the level detector module that caused the venous transducer to fill with blood. Upon follow-up, the bmt confirmed the reported event and stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on any components of the machine prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. Upon evaluation of the machine, the bmt found damage on the internal transducer. The bmt replaced the internal transducer, and the machine passed testing and was placed back in service. The bmt stated replaced internal transducer was original to the machine. The damaged internal transducer was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.